Manufacturer narrative:
This MDR is being submitted as a part of retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 17-aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the system cubie lid failed to open. A technical support specialist accessed the cabinet remotely and guided the customer through selecting the "retry" option, which successfully triggered the cubie lid to open and resolved the issue. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported by the customer that the bd pyxis¿ medbank mini cubie lid failed to open when trying to issue a medication erythromycin 5 mg/gm opth oint for a patient, despite a transaction being recorded. The cubie lid eventually popped open, and the customer was able to correct the count and issue meds to the patient. There were no adverse events or injuries reported based on this incident.